Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the reported stent dislodgement was caused due to inadvertent mishandling during sheath removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery with heavy calcification and no tortuosity. A 3.5 x 23 mm xience alpine stent delivery system (sds) was advanced to the target lesion and when attempting to inflate the sds, it was observed that the stent was not on the balloon. Reportedly, the stent had dislodged and was found inside the protective sheath, outside the anatomy. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.